Manufacturer narrative:
This is a supplemental report to correct the initial MDR and subsequent supplemental MDR. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device lot number and investigation conclusion. The unit was inspected and tested. Device evaluation confirmed the user complaint. Handpiece was not recognized by console due to faulty rtc board. Unit needs software version upgrade. Minor scratches and dents on the housing was noted. Failure was found to be due to faulty rtc board attributed to electronic component failure. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted . The product was manufactured according to all applicable procedures and met final product release criteria. Olympus will continue to monitor complaints for this device.

Event description:
Hold smp 1.22

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device was found not working. The device exhibited an internal error with no number,code indicated. The user power cycled and swapped the handpiece, the error disappeared however, the handpiece was not recognized. No further details provided regarding the event. No patient impact or harm was reported. No user injury reported.